Event description:
It was reported that the patient experienced a shocking sensation only on the left side for approximately a month. When the patient bent over, the shocking sensation started where the leads were and continued up on the left side., this caused discomfort. The patient stated "it hurts so bad like a stiff volt". She turned the device off for an entire day - the shocking sensation continued when she turned the device on again. She could also feel the leads coming near her skin on top of her spine (like an indentation). The patient does heavy lifting for work, she has not fallen. She was at home. Further info is being requested from the hcp.

Manufacturer narrative:
.